Event description:
Complainant alleged that during biomed testing, the device's defib output was out of spec and the device took an extended time to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.